Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis between rectum and descending colon on a laparoscopic low anterior resection, the anvil slipped off the trocar. The devices would not match. It was stated that two devices had the same malfunction. The anvil was held in place with a grasping instrument. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of each staple guide noted the instruments had full complements of staples. The anvil of each instrument was observed to be not tilted and separated from the instrument. Further inspection of each anvil cutting ring showed no traces of knife impression and each ring was received intact. Functionally, each device was subjected to a measured anvil retention test with an acceptable result. Each device was applied over the appropriate test media producing acceptable results. Each knife cut the test media cleanly and completely, and the staple lines were complete. A review of the device history record indicates these products were released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. If information is provided in the future, a supplemental report will be issued.